Manufacturer narrative:
Per the instructions for use, valve malposition and paravalvular leak (pvl) requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the exact cause of the malposition cannot be confirmed. Procedural factors (angulation was not 100% optimal during valve placement), in addition to patient factors (severe ventricular septal hypertrophy) likely contributed to this event. The pvl was likely caused by the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed in a too aortic position, resulted in paravalvular leak (pvl). A second valve was deployed. Despite a known severe septum hypertrophy, the decision was taken to implant a 23mm sapien 3 valve. Angulation was not 100% optimal despite dyna CT. There was a good final valve position before inflation. Rapid pacing with 180 bpm. The valve was placed in a 70:30 aortic/ventricular (a/v) position, however during deployment, the valve got pushed up and ended up too high in the aortic root, (100% aortic) resulting in pvl 2-3 with a risk of embolization. Therefore, the decision was taken to implant a second valve to fix the first one. Successful implantation of the second valve in a 30:70 a/v with 220 bpm rapid pacing. This time a bit too ventricular (70:30 ventricular). Due to that, a post dilation was done with 2ml more volume. The final result was good. The native annular diameter measured 16mmx21mmx23mm by CT. There was mild annular calcification, moderate leaflet calcification and severe ventricular septal hypertrophy. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted as good, and ventilation was not held.